Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display board cable was replaced to resolve the issue. There was no patient information provided after calls to customer 08/01/22 and 08/08/22. (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during a case. There was no patient injury.